Event description:
Had lasik surgery and left with bad vision and severe dry eye. Eyes are itchy and red and quality of life is lower due to symptoms. Doctor takes no responsibility, and advice does not help to alleviate symptoms. Not sure where to go from here.